Event description:
On (B)(6) 2012, the customer reported that a few drops of fluid leaked from the probe of the act diff instrument after aspiration. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found a clot in the lower port of the probe wipe block. Fse cleared the clot and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).